Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Device analysis results device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "cause not established" following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported events, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issues. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the events.

Event description:
It was reported that guidewire position loss occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee artery. A peripheral rotawire guidewire was selected for use. When the rota burr was removed from the body the wire came out as well. The wire touched a non-sterile item. The procedure was completed with another of the same device. There were no patient complications.